Manufacturer narrative:
(B)(4). The manufacturer received surgical report and case study for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that following about 4 years the patient started to be monitored due to a pre-existent sciatica.

Event description:
Refer to report 0009613350-2018-00700.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - g4 - g7 - h10 DHR review: device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain event description: it was reported that the patient participate in a study and underwent right total hip arthroplasty (tha) on 17.12.2014. Biolox delta head (ref: 00-8775-040-01 lot:2695660) and fitmore stem b (ref: 01.00551.205 lot:2746065) was implanted. At the 1 year follow-up visit (18.12.2015), the patient had right side sciatica pain. The relation of sciatica pain to the implant is marked as uncertain; therefore, it is submitted for review. No treatment for sciatica beyond "follow up 1 year" was reported. The patient has another right hip implant implanted on dec 2013. In additional, patient leg length discrepancy (lld), radiolucency near the stem and subsidence were also mentioned in the study report. These events are included in this investigation review of received data: - the surgical note of right tha was received and reviewed. The right total hip arthroplasty was done on dec 17, 2014 with computer navigation. The femoral head was cut and removed consistent with preoperative template. The acetabulum was reamed to 57mm and the 58mm cup was positioned with computer guiding to the proper anteversion (28 degrees) and inclination (40 degrees). The anteversion was slightly more than the transacetabular ligament plane. The cup fixation was excellent and a vivacit-e liner 40mm was placed. In femur, a size 6b femoral graft was seated nicely; however, the hip was too tight for this construct. Then, a size 5b stem was used and achieved excellent stability. Combine with -3.5x40mm head, +5mm leg length was acheived, allowing optimal soft tissue tension and full stability in flexation and extension. - the study case report was received and reviewed. It confirms the patient underwent primary right tha on dec 17, 2014. The preoperative visit (nov 7, 2014) states the patient had already left tha, pain in right hip and lld of 3mm shorter on the right side. The 6 week follow up visit (feb 20, 2015) shows the patient was in good condition with mild right hip pain (score: 2/10). The leg length discrepancy is 1.5 cm right leg short. No significant finding on hip radiographs. The patient has significant left scoliosis. The 1 year follow up visit (dec 18, 2015) shows the patient was in good condition. No pain in right hip (note: this is inconsistent with the visiting note), but nsaid medication had been taken daily for hip pain. Lld is 2 cm shorter on the right leg. In lateral supine radiograph, 2mm radiolucency was found between the stem and bone. In addition, an adverse event of mild right side sciatica was also reported. The relation to the right tha was marked "uncertain" and the treatment was "follow up 1 year". The 2 year follow up visit (jan 27, 2017) shows that the patient was in good condition. No pain in right hip. Lld is 4 mm shorter on the right leg. However, on radiographs, there is internal subsidence from 2015. Also, periosteal cortical hypertrophy were found on ap view zone 3 and 5. - the office visit note of 1 year follow up visit (18.12.2015) was received and reviewed. The patient experience hip pain and stiffness which is improving. The examination shows the right hip is in good condition. Further, the pateint also has right sciatica pain and right lld 2 cm short. It states the lld is likely the combination of left tha reconstracted slightly longer and the left scoliosis. Device analysis: the implant remains in the patient; therefore, no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performedand showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination of biolox head using sap rmw: - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head => possible, as the components remain in the patient, the condition is unknown. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear => possible, as the components remain in the patient, the condition is unknown. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramicon- poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear => possible, as the components remain in the patient, the condition is unknown. - postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process -> not possible, as the review of quality records shows all the specifications are met and no anomalies during manufacturing are idenfified. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) -> not possible, as surgery note states the desired +5mm leg length was achieved. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity -> not possible, as the patient was assessed as eligible for the clinical study and right tha. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products -> not possible, as the compatibility was checked and confirmed. Root cause determination for fitmore stem using sap dfmea : - increased chemical, galvanic or crevice and fretting corrosion in taper leading to metalosis, aseptic loosening due to excessive wear in the modular junction (taper connection) => possible: as the condition of the stem is unknown, this cause cannot be excluded. - aseptic loosening due to insufficient primary stability due to design => not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment - aseptic loosening (stress shielding, bone remodeling), pain due to incorrect distribution of load due to design (secondary stability) => not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment . - loosening of ti-vps particles-> third body wear, aseptic loosening due to ti-vps coating not well fixed on substrate, splitting (delamination) of ti- vps coating on shelf/ in vivo => possible: as the condition of the stem is unknown, this cause cannot be excluded. - aseptic loosening due to insufficient secondary stability due to surface structure coated stems => possible: as the condition of the stem is unknown, this cause cannot be excluded. - fracture /damage /loosening of implant due to wrong behavior of the patient, high patient activity or patient disregards limits of the device => possible: as vigrous activity level was report, wrong behavior could be possible. - aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply with surgical technique => possible: as the size 6 rasp was used initially. Althought the reduction of size 6 trial stem was too tight, the size 5 could potentially be undersized. Conclusion: it was reported that the patient have ipsilateral sciatica 1 year after the primary right tha (17.12.2014). Based on the provided medical documents, the complaint could be confirmed. Also, right leg length discrepancy, radio translucency between bone/stem at 1 year postoperative visit, internal subsidence and periosteal cortical hypertrophy at 2 years postoperative visit were mentioned in the reports. The radiotranslucency between bone and stem could possibly be related to loosening of the stem. The possible causes include wrong patient behavior, higher activity level and wear particles from stem coating, micromotion at the taper, motion between head and liner. The subsidence at the following year could be associate with this radiotranslucency or undersize of the stem. The periosteal cortical hypertrophy could be the result of subsidence due to the change of load distrubution. The lld is likely the combination of left scoliosis and the silghtly longer reconstreucted left tha, as stated in the visit note. Further, the sciatica has uncertain relation to right tha as patient has lld, significant scoliosis and left tha. Moreover, pain be related to a single specific failure mode. Nevertheless, the patient was in good condition and has had high harris hip score(100) as reported in the 2 years follow up visit. The quality records of both components show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).